Event description:
It was reported that during a hip replacement with synergy prosthesis, the hammer was received with the white plastic part loose and, at the moment of impaction, it came out. Doctor decided to complete the procedure with another hammer from the institution. After decontamination and instrument washing processes, sterilization center personnel reported that the plastic piece at the end of the hammer head was loose and the thread disappeared, not allowing to screw the head of the hammer and prevents assembling correctly. Additionally it was visualized that the plastic piece was broken at the edge.

Manufacturer narrative:
The associated profix mallet was not returned for evaluation. Therefore a product analysis could not be performed. However,our investigation indicated that this failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to the changes being implemented. No further actions are being taken at this time, however we will continue to monitor for future complaints and investigate as necessary.